Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer'/s blood glucose was 17.2 mg/dl. The customer stated that a couple of times last month it shut him out. Customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump was received with an intermittent button response due to moisture damage on keypad traces. No button error alarm noted during testing. The insulin pump had a cracked case on the display window corner, minor scratches on lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.